Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this pacemaker experienced black-out episodes with symptoms similar to what they had experienced prior to their device being implanted. The patient's heart rate upon admission to the hospital was around 30 beats per minute (bpm) even though the lower rate limit of the device was programmed to 70 bpm. A lead safety switch was also observed due to high out of range right atrial pacing impedance measurements of greater than 2000 ohms. Provocation testing was performed and the pacemaker was deemed to be operating without issue and had resumed bipolar pacing. No further changes have been made to the pacemaker at this time and it remains in service. No additional adverse patient effects were reported.